Manufacturer narrative:
The device was received for evaluation. A leakage test of the dialysate side was performed and a crack in the welding zone was found. The failure was confirmed. The review of the welding parameters was within specification. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external fluid leak was observed between arterial header and the housing. The total volume of external leakage was approximately 100ml. There was patient involvement but no patient impact and no medical intervention was reported. No additional information is available.